Event description:
It was reported that during an unknown procedure that "the instrument isn't working and wont charge". No further information was provided. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent 6/4/2025. B3: only event year known: 2025. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: per service manual operational and diagnostic analysis confirmed the reported issue. The front cover, card guide, keyboard, front cover gasket, new faceplate right side heatsink, output connection label were replaced as identified in the investigation to address the issue. Additionally, the high voltage connector. This repair was unrelated to the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The repair and testing of the unit was completed. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Date sent: 6/10/2025 corrected data: b1, h1, h11. Investigation summary per service manual operational and diagnostic analysis confirmed the reported issue. The high voltage connector was reseated as identified in the investigation to address the issue. Additionally, the front cover, card guide, right side heatsink, label, keypad, and front cover gasket were replaced and the pcb was repaired. These replaced parts and repair was unrelated to the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The repair and testing of the unit was completed. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.